Event description:
It was reported that the devices were used during a laparoscopic gastric bypass. The rep was called into the or after the 1st device was fired on the jejunocecostomy, it stapled all the way through but only cut 70% to the distal tip. The surgeon felt it was hard to close on the tissue and he did not hear the normal "crunch" at the end of the stoke. The 2nd device was opened and fired on the jejunocecostomy, the same issue occurred, but it was difficult to see the staple line. The 2nd device was used again on the gastrojejunostomy and the same issue occurred. The device was hard to load reload, hard to fire, stuck closed but surgeon was able to manually open the handles to remove from the tissue. The 3rd device was opened and fired on the gastrojejunostomy, the surgeon felt resistance when closing the device, as with the 1st and 2nd devices. Another device was opened from a different lot number and was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth additional information was requested and the following was obtained: post op the rep dry fired the 1st and 2nd devices with an expired cartridge. The devices were hard to load the reload, hard to close and the knife did not move down the reload distally. Prior to the rep being called into the or the surgeon had fired a device and there was a lockout it is believed to be the 1st device used. A reload was present that had been locked out. The surgeon's impression of the male patient is that he had pancreatitis in the past because the patient had adhesions and very thick tissue. On what tissue type was the device used? Jejunum and gastric tissue. At what location on the tissue? Anastomosis . On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First device: 2nd firing, 2nd device: unk firing, 3rd device: unk firing. What color cartridge was being used? White, blue. What other color cartridges were used before and after this event? White and blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes all devices. Were any unexpected noises heard? Not the normal crunching, but a "gritty" sound when closing the trigger and completing firing sequence. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, extremely higher when closing and firing the devices. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, manually forced the handle open. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Possibly pancreatitis in the passed, patient had adhesions and very thick tissue. Does the patient have any relevant history of surgical treatments? Surgeon believes so. How long has the surgeon been using this device for this procedure (in years)? Three +. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that device (a) was received with the firing mechanism damaged and without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).